Event description:
This device was returned without oos documentation. This device could not be interrogated. The following physician's office has no information regarding this patient. The date of explant is unknown.